Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: 7073663.